Event description:
It was reported that during central processing, the maryland bipolar forceps instrument coin wheel plastic part was damaged. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a yaw pulley damage at the right side. One of the yaw pulley edges indented. There was no damage to the conductor wire and the grip cables. There may be missing pieces, but the size of the missing pieces cannot be confirmed. The complaint regarding plastic white wheel damaged was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.